Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
<P>the customer reported via phone call that they had a high blood glucose 306 mg/dl. The customer did not report any symptoms of high blood glucose. Customer also&nbsp;reported their blood glucose would decline to 41 mg/dl after treating for their high blood glucose. The customer stated they passed out for a few minutes from their low. Customer was able to treat their blood glucose with juice. Troubleshooting did not&nbsp;find any issues with the insulin pump. All programming were correct on the insulin pump. The insulin pump will not be returned for analysis.</p>